Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient had to get his third ins replaced because the battery depleted too fast. No complications were reported or anticipated.